Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The device was returned cut as the user stated. The device was cut at 2.4 cm from the base of the handle. The coiled catheter was included in the return and was measured at 230.2 cm from the cut. The forceps cups were still attached to the distal end of the sheath. After a visual observation of the cut area, the drive wire was partially sticking out of the coiled catheter. A slight tug was applied to the drive wire, and the drive wire was able to be pulled out of the coiled catheter. The distal end of the drive wire appeared to have been broken from the solder joint. The distal tip of the device was disassembled and it was confirmed that the drive wire was broken at the solder joint connection. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause was determined to be a broken solder joint. The supplier is currently working on improvements to create a more robust soldering process to prevent solder joints from breaking. The instructions for use state the following in regards to product inspection: "beginning at the handle and moving toward the cups, uncoil the forceps making sure not to stretch the cable. Open and close the cups to verify smooth handle operation and appropriate cup action. Become familiar with the amount of handle movement required to operate the cups. If any irregularities are noted, do not use. Note: exercising the handle while the forceps is coiled may result in damage to the performance characteristics of the forceps." Prior to distribution, all captura serrated forceps with spike are subjected to a visual inspection and functional test to ensure proper workability. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook captura serrated forceps with spike. The biopsy forceps broke at the handle. The forceps would not close so the assistant had to cut the handle to get the cups to close so the forceps could be removed from the endoscope. They tried to manipulate the drive wire after cutting but it would not close the forceps cups. The physician pulled out the endoscope and the forceps. The procedure was finished without taking a biopsy because they decided it was not necessary, and the patient's condition was somewhat compromised (from their illness-not the forceps, per physician) so they decided to stop the case after removing the endoscope.